Event description:
It was initially reported the tubing of this peripherally inserted central catheter (PICC) snapped off in the red port. Another PICC was placed for the continuation of treatment. No patient complications were reported in this event. The engineering evaluation indicated the catheter had a hole distal to the nose of the suture wing joint. This device was received, evaluated and retained by this manufacturer. It was noted the returned unit had a ragged hole approximately one millimeter in length and approximately one millimeter distal to the nose of the suture wing point. The hole was oriented diagonally and opened to the lumen with the red adapter. As a lot number was not provided, a lot history search could not be performed. User technique during access and/or patient anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.